Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the barrel was cracked and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident details: rn administering IV rocuronium & syringe leaked out contents from the side. On closer inspection, the syringe was noted to be cracked.